Manufacturer narrative:
(B)(4). Date sent: 10/15/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device with the blue reload was used to staple the rectum, six centimeters from the anus. At the second and third steps of the first firing, the surgeon felt it difficult firing. They removed the device from the tissue; the staples were not b formed. The intestines weren't stapled. The procedure was extended to an open procedure and used hand sewing was used to fix it. Another like device was used to complete the procedure.